Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, probable causes of the error code e433 include: - disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). - the user actuates the foot switch while the generator is booting (temporary error caused by user action). - a defective foot switch due to a short circuit in the connector (temporary error). - a defective foot switch due to a defective reed contact (temporary error). - a defective cable connection between the hvps board and the generator board (temporary or permanent error). - a defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). The error code was unable to be reproduced during the device evaluation, therefore a final root cause of the event was unable to be identified. However, it¿s likely the error code was due to user error or a faulty foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. The reported problem was found during reprocessing. The procedure was completed using a similar device. There was no patient injury or adverse event reported to olympus.